Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the light emitting diodes (led's) intermittently light up when the unit was turned on. The cooler heater unit kept resetting the "start up" cycle. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per technical support they spoke with the customer on (B)(4) 2013, and recommended that the customer re-seat the cards in the cooler heater unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.